Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transcatheter pulmonic valve replacement (tpvr) procedure using a 29 mm sapien 3 valve. A 28 mm non-edwards balloon was inflated, and coronary testing was performed at maximum inflation. A waist of approximately 26 mm was observed, which diminished at high atmospheres (atm). A decision was made to deploy the 29 mm sapien 3 valve directly. The first 29 mm sapien 3 valve was deployed and landed below the native annulus. It was noted to be located at the right ventricular outflow tract (rvot) below the pulmonic annulus. The initial valve deployment position was 0/100 and the valve position post deployment was 30/70. It was reported that the valve was positioned too low at deployment. A decision was then made to implant a 10 zig cp stent (6 cm) on a 30 mm balloon through the valve and into the pulmonic annulus to reduce the risk of embolization and to facilitate subsequent valve implantation. This was performed without complication. A second 29 mm sapien 3 valve was deployed at the top of the cp stent at the intended location at the native annulus. Post-procedure angiography and post-procedural intracardiac echocardiography (ice) demonstrated stable valve position and function, with minimal leak throughout the stented segment and the second valve. The procedure was considered successful, and the patient was in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to off-label pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve positioned too low at deployment) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.